Event description:
Device was removed from the packaging, one hand touched the hub and the other hand touched the shaft of the catheter. At the same time, the device fractured without noticeable cause.

Manufacturer narrative:
The catheter shaft separation occurred and was detected prior to use in pt and the catheter was not used in a pt. Thus, there was no pt involvement. Foreign: country of origin is (B)(6). Eval summary: visual examination of the returned catheter found that the catheter shaft separated at the hypotube approx 13 cm from the distal end of the strain relief. The separated end appeared bent.